Event description:
A trilogy evo was reported to require preventative maintenance service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device by the manufacturer's field service engineer, the device failed a test step during testing. The device's oxygen blending module subassembly was replaced to address the issue.